Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a catheter knot was confirmed. One 5 fr tl powerpicc solo catheter was returned for evaluation. The catheter was present passing through the 5 fr microez microintroducer which had not been spit. A tightly wound knot was noted approximately 4 cm from the distal end of the catheter. The catheter was measured distal to the knot in order to measure the catheter dimensional characteristics. The wall thicknesses and lumen distance were found to be within manufacturing specification. Based on the information provided, likely contributing factors include repeated advancement against resistance and kinking of the catheter. The reported event description indicates placement difficulty was experienced which may have been a contributing factor. Since the catheter was observed to have become knotted, the complaint is confirmed.

Event description:
It was reported by the customer that they "had an incident with a PICC line on friday. The PICC line somehow became knotted inside the patient¿s vein and had to be removed in cath lab." Additional information received: a detailed description of the event: PICC line being placed for vasopressor therapy. PICC didn¿t appear to be ¿dropping¿ right, appeared to be flipping and curling. Pulled wire back to reset sherlock. Tried to advance wire but couldn¿t get the wire in completely, felt resistance. Unable to draw blood or flush as well. Attempted to pull the PICC line back but felt resistance when trying to line out. Got an xray to view what was happening with the line and saw that the line was knotted inside vessel. Physician took patient to cath lab to remove line.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A batch history review (bhr) of regt2196 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the customer that they "had an incident with a PICC line on friday. The PICC line somehow became knotted inside the patient¿s vein and had to be removed in cath lab." Additional information received: a detailed description of the event: PICC line being placed for vasopressor therapy. PICC didn't appear to be ¿dropping¿ right, appeared to be flipping and curling. Pulled wire back to reset sherlock. Tried to advance wire but couldn't get the wire in completely, felt resistance. Unable to draw blood or flush as well. Attempted to pull the PICC line back but felt resistance when trying to line out. Got an xray to view what was happening with the line and saw that the line was knotted inside vessel. Physician took patient to cath lab to remove line.